Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.

Event description:
The pt reported the infusion device shut down without displaying an alert or error message and there were no vibrations. She was asleep during this time and woke up feeling very bad. Her blood glucose measured 220 mg/dl. Her normal blood glucose level is 100 mg/dl. She stated she attempted to turn on the infusion device with no success. She removed and reinserted the battery and the infusion device functioned properly and a8 (bolus cancelled) was displayed. No further info is available. The pt did not require treatment from a health care professional or second party to address the issue. The infusion device was replaced and requested to be returned for eval.